Event description:
Baxter received a report from a baxter technician stating the code blue was misslabeled. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hillrom technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.